Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow up, the right ventricular lead exhibited noise causing over sensing. The lead remained implanted and the physician elected to reprogrammed.